Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus, esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked case near display window corners noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's mother reported via phone call that the insulin pump buttons were slow to respond. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.